Manufacturer narrative:
The device was discarded by the user facility.

Event description:
The event involved a customer allegation of a plum set that leaked paclitaxel from the filter within the first 15 minutes of infusion in (B)(6) 2019. There was delay in therapy, but it was unknown if it was critical; however, there was no adverse event and no medical intervention.

Manufacturer narrative:
Testing and investigation did not confirm the reported leak. No product was returned for investigation. Additionally, no pictures or videos documenting the reported issue were provided by the customer. Therefore, a comprehensive failure investigation cannot be performed and a root cause cannot be determined. A manufacturing review was completed for lot 929095h and no discrepancies or non-conformances were found that would have contributed to the reported complaint. The date received by MFR is inadvertently marked as 01/09/2019 in the supplemental emdr. The correct date is 03/04/2019.